Event description:
It was reported that the table locks did not actuate due to a stuck foot pedal, causing the tabletop to unexpectedly move in both the longitudinal and lateral directions without resistance (free float). The problem was discovered when the table was being set-up for pt use. There was no injury reported. This situation could contribute to an injury if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) inspected the stuck foot pedal and found an un-tethered internal cable interfering with the pedal actuator. Due to this interference, the actuator was not able to intercept the light beam, thereby preventing the locks from engaging. The fe repositioned the cable away from the actuator and verified that the locks were performing according to specs.